Event description:
It was reported to boston scientific that a pneumatic hand pump was used in a dilation procedure on (B)(6) 2015. According to the complaint, during unpacking, it was noted that the needle on the gauge was not resting at zero atm. When the device was tested, it was also noted that the needle on the gauge would not increase as the pressure was increased. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that there was white residue and scratches noted on the back of the gauge. It appears that the device has been dropped; which would have caused the scratches. The needle was reset and a functional analysis was performed by hooking a test gauge to the device and it was noticed that the device was within specifications. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device where it might have been dropped. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific that a pneumatic hand pump was used in a dilation procedure on (B)(6) 2015. According to the complaint, during unpacking, it was noted that the needle on the gauge was not resting at zero atm. When the device was tested, it was also noted that the needle on the gauge would not increase as the pressure was increased. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.